Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with ilet readings high for approximately two hours after dinner despite a meal announcement, with a peak glucose of 430 mg/dl and sustained high-glucose alerts, during which the caregiver had changed the cartridge and tubing but not the infusion site until advised to complete a full supply change; a manual insulin injection was administered and the pump was temporarily paused prior to reconnection. Symptoms included stomachache. Outcomes included no hospitalization, no professional medical intervention, and no ketone testing. Investigation included troubleshooting and education with caregiver, including guided full supply change and temporary pump pause after manual injection, with follow-up confirming glucose trending down. Investigation of this case revealed hyperglycemia of unclear cause, with potential contribution from infusion set or supply issues given that site had not initially been changed and glucose improved after manual correction and full supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.